Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. Per the report the pt had high blood glucose for greater then 24 hours. Prior to admit, the pt had blood glucose >500 mg/dl. Upon admit the pt had a blood glucose of 730 mg/dl and was diagnosed in diabetic ketoacidosis. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.